Event description:
It was reported that upon initiation of the footswitch during a prostate procedure, the light manifested much brighter than usual and a glowing red spot on the fiber was observed.. Time expended: 0.1 minutes and 74 joules used. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber 10-2400-445a-(B)(4): the fiber is broken within the creased white tubing 4 feet from the connector, between connector & knob; the fiber was tested with hene laser fixture, the aim beam is visible at the fiber break; there is no sign of melting at the location of the fracture; the fiber cap does not show signs of usage. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending/user handling.